Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in two (2) light sensitive clearlink sets. This was noted during stability testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two retained samples were evaluated. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection revealed sub-visible particles in the sets. The reported condition was verified for both retained samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.